Event description:
The field service representative was swapping out the old ups for the new ups and observed the port used to power the architect c4000 processing module showed signs of melting. The power spike that caused the damage appeared to have passed through the analyzer and it was noted damage was done to the sm acdc board, the mech led board, and the led3 cable that links the two. No impact to patient management or impact to user safety was reported.

Manufacturer narrative:
The field service representative (fsr) replaced the cable, led3 to sm acdc (rohs), the sm ac/dc controller bd, c4 (rohs) (rohs) and the bd., mech led,m 16(rohs) on the architect c4000 processing module, serial number (B)(6) and the instrument returned to normal function after they were replaced. The instrument service history for the architect c4000 processing module, serial number (B)(6) verifies no subsequent issues have been reported. Data and information provided by the customer was reviewed and support the complaint issue. A review of complaint and trending data for the architect c4000 processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the cable, led3 to sm acdc (rohs), the sm ac/dc controller bd, c4 (rohs) (rohs) and the bd., mech led,m 16(rohs) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances or potential non-conformances for the parts and complaint issue. Labeling was reviewed and found to be adequate. The 2025 ul certification indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The observed melted cable connector observed did not spread to other parts of the module. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial number (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The field service representative was swapping out the old ups for the new ups and observed the port used to power the architect c4000 processing module showed signs of melting. The power spike that caused the damage appeared to have passed through the analyzer and it was noted damage was done to the sm acdc board, the mech led board, and the led3 cable that links the two. No impact to patient management or impact to user safety was reported.